Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. It was stated that the events leading to his admission was vomiting. The customer was experiencing unexplained high glucose for the past five days. Troubleshooting was performed. The customer's most recent glucose reading was 280mg/dl, and he has treated with the insulin pump. The programming, time, and date were correct. Reviewed the alarm history and found several no delivery alarms. Ran a fixed prime and high pressure test and they passed. During the call the customer mentioned discontinuing use of the sensor more than a year ago. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.